Event description:
It was reported that patient was hospitalized for driveline infection. There was driveline power fault alarm on (B)(6) 2024. They denied any trauma to driveline. Modular cable appeared to be in acceptable condition; system controller was in poor condition. Log files captured driveline power fault alarms beginning at 12:50 on (B)(6) 2024. The alarm cleared with exchanging modular cable and system controller.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power faults was confirmed via log file analysis and evaluation of the returned cable. The modular cable (lot number unknown) was returned and tested with the event system controller and passed testing without issue or alarms. The driveline power fault alarms were not able to be reproduced with the returned cable and controller. The modular cable passed insulation testing, but the red wire, responsible for the power b line, was noted to have a raised resistance, indicating wire fatigue. Sustained raised resistances in this wire would cause a driveline power fault alarm to activate. The underlying layers were stripped, and it was found that the underlying wires were kinked in several places. A review of the submitted and downloaded log files from the reported event date of 12sep2024 showed a driveline power fault alarm activating at 12:56 due to intermittent fluctuations of the power b signal. The driveline power fault alarms did not prevent the pump from operating at its set speed. The driveline was disconnected at 14:36, consistent with the reported controller and modular cable exchange. The device history records were not able to be reviewed because the lot number of the modular cable is unknown. Provided information indicated that the system controller and modular cable were exchanged, and that the alarms have not reoccurred after the exchange. The root cause was determined to be due to the wire fatigue in the modular cable, consistent with repetitive flexing of the cable over time. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline fault alarms. Heartmate iii instructions for use (rev. C) section 2 - ¿system operations¿ and heartmate iii patient handbook (rev. D) section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.